Event description:
We received a report that a zct150 toric intraocular lens (iol) rotated after being implanted in the left eye and caused an unexpected post-operative refraction. The surgeon explanted the iol, cutting the lens in half to remove it and subsequently discarded it. A monofocal iol was placed during the same procedure. The report indicated there was no quality issues with the device. The patient is reported to have recovered.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed. Device history records, non-conforming materials reports, sterilization records, environmental monitoring records were reviewed; no non-conformances or deviations were noted. All pertinent information available to the manufacturer has been submitted. Placeholder.